Event description:
Patient received bilateral gsv ablation in 2007 without incident. Patient contacted physician four days later, complaining of pain and swelling of right leg for three days. Patient was advised to have an ultrasound examination. No ultrasound examination was done the same day, and patient died later that day. Autopsy report suggested that the patient died of pulmonary embolism.

Manufacturer narrative:
The closurefast catheter was not returned and could not be evaluated. The manufacturer is unable to determine if this occurrence is related to the use of the closurefast catheter. Pulmonary embolism is, however, a recognized complication associated with venous ablation and is presented as a potential complication on the closurefast instruction-for-use. Additional details have been requested, if any additional information is obtained, a follow-up report will be submitted.